Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. The patient experienced a wound breakdown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what do you mean by superficial wound breakdowns? * could you please clarify if the suture got broken? Please confirm * could you please confirm if the patient suffer from dehiscence? * what is the patient¿s current health status and condition? * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. *could you please tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. * could you please provide lot number? *please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure *date and name of index surgical procedure? *the diagnosis and indication for the index surgical procedure? *what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? *on what tissue was the suture used? *what was the tissue condition (normal, thin, calcified, fragile, diseased)? *how was the suture placed (interrupted or continuous)? *how was the suture originally tied (multiple knots, square knot, etc.)? *what tissue dehisced? *onset date/time of dehiscence? (# post op days) *how was the dehiscence managed? *please describe any surgical intervention required for the wound dehiscence including date and findings. *please describe the appearance of the suture during the second procedure. *did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? *is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? *were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? *what symptoms did the patient experience following the index surgical procedure? *onset date? *other relevant patient history/concomitant medications? *what is the physician¿s opinion as to the etiology of or contributing factors to this event? *what is the patient's current status? *product code and lot number? *if applicable, will product be returned? If so, please provide the return date and tracking information. Rep reported no more information will be forthcoming. Related medwatch reports: 2210968-2022-07437 & 2210968-2022-07438